Event description:
It was reported; during a procedure on (B)(6) 2011 for a patient with bone fracture, the screw could not be locked on the plate. The screw insertion was started from the plate distal, and where one of the screws could not be locked. The bone fracture was fixed by three screws and a plate. It was also reported the surgeon decided not to remove the plate because of the age of the patient. No further information available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An additional evaluation was performed and the report states the following: the investigation into the device showed full conformity to the specifications. The visual inspection showed that the locking thread at screw head is badly damaged. The investigation also determined that the probable cause for the device to break was the thread of the screw was not inserted in alignment with the locking hole of the plate. Therefore the thread got damaged while applying torsional force. The manufacturing documents were reviewed and no complaint related issues were found.